Event description:
During decortication of the sacroiliac joint, the tip of the cutting element broke inside the joint. The surgeon tried, unsuccessfully, to retrieve the piece and decided to leave it in the joint. The procedure continued as planned. There did not appear to be any misuse of the decorticator.